Manufacturer narrative:
On 06-sep-2021 customer reports low battery alarm or short battery life. Device passed the self test, sleep current, active current measurement and displacement test. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery alert during testing. However, found in the device history a low battery alerts on 09/06/2021 02:41:00. 02:56:12 and 09/08/2021 08:54:13 due to esd latch-up on an ic (excess load is placed on the vcc rail). Device was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator and battery tube during visual inspection. Device had scratched case. Device p-cap / test reservoir lock in place properly. In conclusion, insulin pump received with unexpected low battery alarms in the device history due to esd latch-up on an ic (excess load is placed on the vcc rail). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a low and short battery alarm. Customer had previously completed troubleshooting and changed batteries 4 times in a week. Insulin pump did not alarm for replace battery or replace battery now. Customer called back within a week of previous low battery troubleshooting. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.